Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was cracked on the battery handpiece recon sagittal saw device. It was further determined that the device failed pretest for general condition, check for leakage, check the incompatibility with lids of trs modular drive, check falling out protection (steel ring), check the fitting of the lid, check function of all modes, check response of on/off trigger and check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.